Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a low shock impedance measurement. The patient was seen in clinic and measurements were noted to have progressed from the 60 ohm range to the 20 ohm range. The device was later explanted and replaced with another manufacturer's device. No adverse patient effects were reported.